Manufacturer narrative:
Covidien reference: (B)(4). The ventilator was evaluated and the pressure solenoid (psol) valve and safety valve were replaced. The ventilator passed self-testing.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.